Event description:
Patient had a mis lumbar laminectomy done in (B)(6) 2012. The surgeon is planning for an upcoming removal of the pipeline extractable tractor blade, due to xrays taken during a follow up visit. After reviewing the xrays taken, the doctor noticed part of the blade was broken off into the patient and wants to remove the entire broken blade. No revision date at this time.

Manufacturer narrative:
Product code is unknown. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains implanted.